Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, increasing thresholds were noted on the rv channel. The physician elected to replace the lead. The patient was stable throughout.